Event description:
It was reported that a patient underwent a breast augmentation with two 350cc mentor memorygel xtra breast implants and experienced bilateral capsular contracture (baker grade 3) post-operatively. As a result, the patient underwent explantation on an undisclosed date. This report is for the left side device.

Manufacturer narrative:
On september 19, 2023, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 09, 2024, the mentor failure analysis lab has received the device for evaluation. The patient identifier has been updated to (B)(6). The date of explantation has been updated to (B)(6) 2023. The patient sex was updated to female. On july 26, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the smooth mod high xtra, 350cc breast implant was found to have a tear on the anterior view, measuring approximately 0.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).